Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-06075. It was reported patient was experiencing high impedances in both the thoracic leads. Programming was unable to solve the issue. As such, surgical intervention is expected to address the issue at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the thoracic leads and battery were explanted and replaced with new ones. Postoperatively, therapy was restored.